Event description:
The event involved a ChemosafeLock Bag Spike. It was reported that there was a leakage. The quantity affected is 1, and the sample is available for evaluation. There was no reported patient involvement.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.